Event description:
It was reported that a symptomatic patient experiencing fatigue and dyspnea presented in the clinic. It was discovered that the pacemaker (pm) was in backup mode. The pm was restored successfully. The patient condition was unavailable. Further information was requested but not received.